Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer with self-treated with "dextrose" (type/dose unspecified), prior receiving unspecified third-party treatment by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer with self-treated with "dextrose" (type/dose unspecified), prior receiving unspecified third-party treatment by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer with self-treated with "dextrose" (type/dose unspecified), prior receiving unspecified third-party treatment by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual investigation has been performed on the returned usb/charging cable and power adapter and no issues were observed. Performed load test on the returned power adapter and results were not within specification range. Power adapter test failed. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and visual inspection has been performed on the reader and no issues were observed. The nxp processor was present. Power consumption test was performed and results were within specification. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.